Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4) ) displayed user advisory "ua12" (lifeband not present) was confirmed during functional testing and archive data review. The root cause of the reported complaint was due to the belt switch arm was not parallel with switch block face. Upon visual inspection, cracked front enclosure at the front end area was observed likely due to user mishandling such as a drop. The observed physical damage is not related to the reported complaint. The damage front enclosure was replaced to address this issue. During archive data review, observed multiple ua12, thus, confirming the reported complaint. Initial functional testing failed due to ua12 (lifeband not present) displayed on the autopulse platform after performing few compressions, thus confirming the reported complaint. During the lifeband clip detect switch inspection, observed that the switch arm was not parallel with switch block face. This will cause the platform to display user advisory 12 during the compression or when powered on. By using a standard belt clip test aid, adjusted the switch arm parallel to the switch block face. It was verified that the switch closes and the platform does not display user advisory 12. The platform was tested using a large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4) .

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4) ) displayed user advisory - "(ua) 12" (lifeband not present). The crew performed manual CPR when error message occurred. Lifeband does work properly with another autopulse platform. Later, the customer tested the autopulse platform with multiple lifebands. However, the issue persisted. Per customer, the error message was cleared briefly when the lifeband pin in the shaft was wiggled. No consequences or impact to the patient.